Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that she went to bed with blood glucose of 120 mg/dl and woke up with over 400 mg/dl. The customer stated that her blood glucose readings were out of control. The customer stated that she had many reservoirs where the plunger is very hard to push. The customer stated that once she changes out the reservoir, it works fine. The customer was advised to call back to troubleshoot.